Manufacturer narrative:
Catalog # - coda-2-10.0-35-120-xx (it is unk if it was a 32 or 40 that was used). Expiration - unk as lot is unk. Unk as lot is unk. Death is labeled in the IFU. Ruptures are labeled in the IFU. Unk as lot is unk. No product or images were returned to assist in the investigation. Balloon and fatigue design verification testing of balloon shows device is capable of meeting design input requirements. Balloons are 100% inspected for wall thickness and visual defects. Each lot is shipped with at least 5 piece burst testing data. Balloons are inspected for damage and proper inflation. Maximum inflation volume is documented on label and (instructions for use) IFU. IFU warns to adhere to balloon inflation parameters and always monitor balloon inflation under fluoroscopic control. Without additional info it is difficult to determine the root cause of the balloon rupture. The balloon ruptured while the physician was attempting to control the aneurysm rupture. Pt anatomy (lesion morphology, plaque, etc.) And/or user technique (over-inflation) may have contributed to the rupture. Unable to perform a review of the device history report as the product and lot number were not reported. The device was removed and a second device was used. However, the pt was unable to tolerate the procedure and expired. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the risk. Risk mitigation is not required at this time.

Event description:
Initial report: a (B)(6) female pt underwent endovascular abdominal aortic aneurysm repair due to rupture on (B)(6) 2010. A zenith renu aaa ancillary graft converter and a zenith flex aaa endovascular graft iliac leg were implanted and following the implant, the pt's blood pressure dropped and the pt expired due to her body not being able to handle the procedure (1820334-2011-00014). Additional info (B)(6) 2010: the pt was a (B)(6) female who had not seen a doctor in 20 years, had smoked for 60 yrs, and had undetected hypertension. She was admitted to the ER with abdominal pain and physician was asked to see her almost 8 hours after admitted to ER. An emergency CT revealed a contained rupture of her aaa, which measured 9.5cm. She was taken to the operating room and dropped her blood pressure when she was being transferred to the operating room table. He then placed a coda balloon to control the bleeding, which ruptured (1820334-2011-00054). A second coda was inserted, which had to be deflated during the placement of the zenith, with another decrease in bp. Her EKG was showing evidence of ischemia and she coded soon after and could not be resuscitated. No autopsy was performed.